Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Leak testing, clear passage testing, clamp function testing, torque engagement and device to device interaction testing were performed with no issues noted. Dimensional testing found the device to be within specifications. A visual inspection of the device identified marks on the outside of the patient adapter indicative of tool use. The reported connection issue could not be duplicated during evaluation. A CAPA currently exists to investigate reports of damage to transfer sets. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of the uv flash transfer set had a loose connection to the titanium adaptor during peritoneal dialysis therapy. The titanium adapter was still in use after the event with no issues. There were no visible damage to transfer set or adapter. There was no patient injury or medical intervention reported. No additional information is available.